Manufacturer narrative:
The zoll thermogard hq console failure mode reported in this complaint is covered in CAPA 2023-012. The automatic mode is a new feature added to the thermogard hq consoles to help improve the usability of the priming function. It doesn't alter/impact the basic functionality/performance of the consoles at all. The console can function normally (in the manual mode) with or without this new feature. Zero impacts to user/patient risks. Zoll replaced the tghq priming switch timer pca p/n 106747-001 as a corrective action and verified the pump stopped turning automatically after 2 minutes during priming. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.

Event description:
When performing an initial functional check of the thermogard hq console (sn (B)(6) in the azm inventory, zoll tech service noted that the thermogard hq consoles did not function as intended. When the prime switch was pressed, the roller pump began turning but did not stop rotating automatically after two minutes, per design. No patient involvement.